Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reports ¿I did a finger stick when sensor was at 202, the finger stick was 123. This has been about the 3rd sensor that reads bad. I now have a reading of 2059 with no eating yet.¿ no patient consequences or third-party treatment were reported. Adc customer service successfully contacted the customer; the customer received a replacement sensor and had no further concerns. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5182535, mw5182536. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reports ¿I did a finger stick when sensor was at 202, the finger stick was 123. This has been about the 3rd sensor that reads bad. I now have a reading of 2059 with no eating yet.¿ no patient consequences or third-party treatment were reported. Adc customer service successfully contacted the customer; the customer received a replacement sensor and had no further concerns. Based on the information provided, there was no report of serious injury associated with this event.